Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized due to a c-shaped driveline infection. The patient had a surgical debridement and vacuum assisted closure (vac) implantation to the wound. The patient received parenteral antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The vac system was regularly exchanged. The patient was negative for infection following the antibiotics administration and there was a plan to discharge the patient the week on (B)(6) 2023. The infection resolved without sequelae on (B)(6) 2023.